Event description:
A caller reported encountering a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through a pump reset, which resolved the issue, allowing the caller to successfully start a new sensor session.